Event description:
It was reported that telemetry confirmed a non-critical alarm due to the elective replacement indicator (eri). The eri alarm was stated to be premature, due to the age of the pump. The pump was replaced. The pt recovered without sequela. The medications being delivered via the device system were baclofen, clonidine and dilaudid.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.